Event description:
Rptr did back to back blood glucose tests, within 10 mins. Results were 131, 42 and 91mg/dl. Rptr did not have any symptoms. Control testing was not done to unavailability of control solution. On followup, rptr states doing tests "when not feeling right." The strips had been opened for over a yr, and it had been "months" since rptr had last tested. Rptr also states never having cleaned the meter. No harm was alleged.